Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported inability to communicate with the device was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found.

Event description:
It was reported that during an attempt to interrogate an unopened device, communication could not be established. Interrogation was successful after rebooting the programmer. Device was not implanted.